Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's touchscreen was cracked. The customer's blood glucose level was 186 mg/dl. Reportedly, the customer was unsure how the screen became cracked. The pump remained functional and the customer would continue to use the pump for insulin therapy.